Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi) and coronary artery bypass graft (CABG) are both considered to be permanent impairments. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure after a xience stent was implanted, no reflow was noted in the stented vessel. Percutaneous coronary intervention (pci) or CABG was performed to treat the complication and medication was given. The pt experienced a st-elevation mi, elevated cardiac enzymes and reportedly had unstable angina class iii. No additional event or pt information is available.